Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported that when the pod was removed, the needle had not retracted; this indicates a needle mechanism failure. Pain during wear and bleeding from the infusion site when the pod was removed was reported. No impact to the patient's glucose level was reported. The pod was worn between 1 and 4 hours. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract and therefore was not retracted. The slide retract was found to be damaged due to incorrect instalment of the hard cannula. This is confirmed as the cause of the reported needle mechanism failure, and observed bleeding/bruising and pain during insertion.